Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. PMA/510(k)#: without knowing either the lot # or manufacturing site, the PMA/510(k) is either k980987 or k151766. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip experienced 3 instances of foreign matter contamination, and 1 instance of the syringe being difficult to connect to the mating component resulting in leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. Caller reported 3 syringes that when she drew insulin from the bottle there was a hair like substance floating in the syringe. Customer advised that the hair was straight. Customer did not want to use due to safety concerns. 1 syringe did not seal from the needle to the syringe and would not draw any insulin into the syringe. Number of occurrences: 4. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product lot #: m512436. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation.